Manufacturer narrative:
G4 PMA/510(k): k160514, k222568.

Event description:
It was reported that a catheter issue occurred. The patient presented for a leg angiogram. The 80% stenosed target lesion was located in a moderately calcified and non-tortuous vessel. The opticross 18 imaging catheter was prepped and inserted normally for ultrasound examination of the target lesion. During recording/pullback, the catheter and wire became wrapped and had to be removed together. The procedure was completed with another of the same device and with another guidewire. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The patient presented for a leg angiogram. The 80% stenosed target lesion was located in a moderately calcified and non-tortuous vessel. The opticross 18 imaging catheter was prepped and inserted normally for ultrasound examination of the target lesion. During recording/pullback, the catheter and wire became wrapped and had to be removed together. The procedure was completed with another of the same device and with another guidewire. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was bent. Microscope inspection confirmed the bent imaging window and showed that the guidewire exit port was lifted, while the distal section of the tip remained in good condition. Functional testing with a test guidewire showed no indication of resistance when tracking the guidewire into the catheter. G4 PMA/510(k): k160514, k222568.